Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced a ripple on the left side postoperatively. The ripple is palpable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced a ripple on the left side postoperatively. The ripple is palpable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 4, 2023. The left sided rippling reported initially, was clarified to be bilateral baker grade IV capsular contracture. This report relates to the left prosthesis. See 1645337-2023-09891 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).